Manufacturer narrative:
The reagent lot number was 75320500 with an expiration date of 28-feb-2025. The analyzer alarm trace contained numerous alarms indicating an issue with the samples and/or an issue with the hardware. The field service engineer cleaned the tubing line, replaced the external wash sippers as one was bent, changed the sample probe, changed the sippers and mixer, and replaced the measuring cell. Performance testing was acceptable. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation questionable elecsys ft3 iii results for one patient from the cobas 6000 e601 module. The initial result was 33.36 pmol/l with a data flag. The physician complained about the result and the sample was repeated with a result of 4.62 pmol/l.